Event description:
It was reported that while connected to a patient the external pulse generator apparently shut itself off. When turned back on, it restarted. When the generator was checked, no abnormality was found, and it was indicated that it would be returned for repair. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found.